Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. At the location of the collar and shaft bond there was a partial separation with lifted shaft material; however, the ptfe was still intact. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter of the guidezilla was measured and met specifications. A .057¿ tooling qualified mandrel was inserted through the tip was able pass into the collar with resistance at the location of the partial separation. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing and was able to pass through the entire length of the guidezilla guide extension catheter; however, resistance was met at the location of the partial separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that there was a partial shaft fracture. Using a 145cm guidezilla guide extension catheter, the physician implanted a 3.0x38mm non-bsc stent. The physician began to advance a 4.0x15mm non-bsc stent through the guidezilla, however it was unable to pass through the collar. The physician attempted to advance other balloons and stents with the guidezilla but they were also unable to pass through the collar. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. Device evaluation found the shaft was partially fractured.